Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced paraesthesia ("tingling sensation both feet and fingers /pins and needles in my hands and feet"), burning sensation ("burning sensation") and pain in extremity ("throbbing in my leg veins"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal, burning sensation and pain in extremity outcome was unknown and the paraesthesia had not resolved. The reporter considered burning sensation, medical device removal, pain in extremity and paraesthesia to be related to essure. Most recent follow-up information incorporated above includes: on 3-dec-2019: content from plaintiff fact sheet (social media) received. Event pain in extremity was added. New reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced paraesthesia ("tingling sensation both feet and fingers") and burning sensation ("burning sensation"). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal and burning sensation outcome was unknown and the paraesthesia had not resolved. The reporter considered burning sensation, medical device removal and paraesthesia to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.